Manufacturer narrative:
Catalog number was changed to 02g22-25 from 02g22-30. The lot number was not changed. An evaluation is in process.

Manufacturer narrative:
Concomitant medical products and therapy dates was changed to architect i2000sr ln 03m74-02 sn (B)(4), arch hbsag conf ln 02g23-25 ln 73403fn00 from architect i2000sr analyzer list number 03m74-02 serial number (B)(4). An evaluation is in process.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, field data review, device history review, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return and the patient specimen was not returned. Review of field data showed the complaint lot was used for approximately 826,000 negative patient results. This evaluation indicated that the patient median result for this lot is within the established control limits, the complaint lot patient median results were comparable to other lots in the field, and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed (B)(6) results while using the architect hbsag qualitative ii reagents. The following data was provided for the same patient. The specimen was drawn on (B)(6) 2017 and was aliquoted into two specimens, a primary tube and a secondary tube. (B)(6). A previous specimen (drawn (B)(6) 2016) was evaluated and was found to be (B)(6) for (B)(6) however no (B)(6) results were provided for the previous specimen. The patient had a needlestick injury and testing was being done as part of a follow up. No impact to patient management was reported.